Event description:
It was reported that after having the scorpio implanted, patient was having physical therapy and was injured. Patient originally thought that she had a blood clot and subsequently found out that her tibia was broken. Patient states that the implant ended up also falling apart causing the knee to have to be revised again.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding revision of a scorpio femoral component and insert due to instability involving a duracon tibial stem was reported. The subject tibial stem serves to provide additional fixation to the tibial baseplate component. The revision operative report noted that the tibial and femoral components were found to be well fixed at the time of revision. No deficiency of the tibial stem, which was not removed at the time of revision, was alleged. Review of the provided medical records by a consulting clinician found no indication the subject tibial stem influenced the reported event. Based on this information the subject device did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, the investigation will be reopened.

Event description:
It was reported that after having the scorpio implanted, patient was having physical therapy and was injured. Patient originally thought that she had a blood clot and subsequently found out that her tibia was broken. Patient states that the implant ended up also falling apart causing the knee to have to be revised again.